Event description:
A review of service data detected a reportable event. Upon servicing monitor (B)(4), the monitor was found to have a charge profile fault. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, transistors q10, q11, q12, q13, q14, q15, q16, q17, and q18 on the defibrillator board were all out of tolerance. The charge profile fault was caused by the out of tolerance components. The root cause for the out of tolerance components was unable to be positively identified. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.